Event description:
The patient reported persistent high blood glucose (bg) levels which would not come down despite multiple insulin boluses while wearing the pod on their abdomen for between 1 and 4 hours. After having a CT scan earlier in the day, the patient ate a hamburger and french fries around 3:30 pm, followed by a late dinner around 8:30 pm. The patient¿s bg levels rose above 400 and remained elevated for hours. The patient placed a new pod at approximately 10:22 pm. When the patient removed the previous pod, they noticed the cannula appeared slightly bent upward.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.